Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing. The patient was brought into the hospital clinic and admitted. The system was subsequently de-activated. No additional adverse events were reported.